Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
It was reported that when the pulse generator was connected to the lead, impedance was greater than 2400 ohms. Interrogation showed the device was in backup mode. The pulse generator was replaced and with the new pulse generator the impedance was normal.